Event description:
The customer reported the 2800 system received a generator communication error during a case. The problem occured with the patient on the table. The system operated as a reboot and the doctor was able to complete the case. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem.